Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, when the bipolar energy was activated, the system emitted audible feedback, but no energy. When looking at the maryland bipolar forceps instrument, the customer noticed that there was expansion and breakage at the junction between the handle (metal part) and the instrument shaft (beginning of the coated part). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the issue occurred during the surgical procedure. The surgeon stopped the procedure to change to another instrument. After the change, he switched on the power, it still did not work, and he suspected that it was the cable. The cable was changed, but the power supply was still interrupted. At this point, the surgeon at the console warned of the damage to the instrument joint. It was replaced and the surgery proceeded normally. No fragments were reported, and it was not possible to identify any loose fragments in the cavity. During surgery, after identifying the event, the surgeon made an overview of the structure in order to identify any foreign body. The patient has not return to the hospital and no complications have been reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken main tube. A piece measuring proximately 0.028¿ x 0.028¿ and 0.018" x 0.075" was not returned with the instrument. Visual inspection was performed and no damage to the conductor wire was observed. Electrical continuity was performed and passed. The instrument was placed and driven on an in-house system. The instrument was connected to the in-house erbe generator and passed energy recognition. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. Energy delivery was performed and passed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields are not applicable.